Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(4) 2013. She reported that a silver ring fell from the ez breathe atomizer and landed on her tongue while inhaling from the device. No medical interventions were required to retrieve the component. The investigated product for the enclosed medical device is listed among the implicated lots for a nationwide recall initiated by the MFR health and life co., ltd., on (B)(4) 2013. The (B)(4) recall ((B)(4)) was initiated after (B)(4), the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breath atomizer. The impacted atomizer serial number ranges are: (B)(4)

Manufacturer narrative:
Health and life, as a MFR, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively. The root cause of this complaint cannot be identified, since the device was not returned.